Event description:
The manufacturer representative (rep) reported there was a lightning strike that hit a tree near their house. It "took out all the equipment in the house." No trauma or falls were reported to be related to this issue. The device was interrogated and an impedance check was performed, initially at 0.7v. Only electrodes 5, 6, 9, 14, and 15 had normal range impedances. Impedances were rerun at 3.0v with the following impedance readings: electrode 0: ranged from 7569-30971 ohms with 10 and 12 showing greater than 40,000 ohms. Contacts 1,2,3,4,5 showed 10 and 12 were greater than 40,000 ohms with lowest values running around 5100- 8100 ohms on contacts 14 and 15 until they started getting contact 5,6 then 10 still showing greater than 40,000 and 12 showing around 30,000 ohms. Impedances with electrodes 14 and 15 were starting to show more normal impedances at 750-946 ohms. No power on reset (por) messages were seen. It was noted that if electromagnetic interference was strong enough, a por message would be expected, but would not be expected to affect the lead/extension. The rep was going to work on programming to see if stimulation could be captured for the left side as that was where the patient's chronic pain was. The patient reported not feeling any stimulation at the lead location. The rep later reported, on (B)(6) 2016, that they were able to program around and recapture the patient's pain. Indication for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.